Manufacturer narrative:
Initial reporter information and product information was not provided. It's not possible to determine the manufacture date without the product information.

Event description:
The advocate stated her husband's blood glucose readings on the contour next have been 20-30mg/dl higher than readings on the doctor's meter and other meters. Specific readings were not provided. Depending on the actual readings the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not expected to be returned. Product was not replaced.